Event description:
It was reported by the manufacturer representative (rep) that the patient was experiencing an issue related to their dbs system. The issue was identified by the neurosurgeon (ns) as an infection, which started at the header connecting the extension to the lead. The patient did not experience a return of tremor symptoms. No environmental, external, or patient factors, such as falls, electromagnetic interference (emi), or patient compliance issues, may have contributed to the problem. No diagnostics or troubleshooting were necessary, and none were performed. Additionally, no interventions or actions were taken to resolve the issue at the time of the report. The issue was not resolved at the time of the report. The neurosurgeon has scheduled a complete explant of the deep brain stimulation (dbs) system for (B)(6) 2024. The healthcare professional (hcp) confirmed they had no further information regarding this event.

Manufacturer narrative:
Continuation of d10: product ID b31000 (lot: 082t03324); product type: 0001-accessory; implant date (B)(6) 2024; explant date section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date brand name sensight; product ID b32000 (lot: 082m03324a); product type: 0001-accessory; implant date (B)(6) 2024; explant date brand name sensight; product ID b3301542 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date brand name sensight; product ID b3400060 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.